Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) is emitting tones. The patient will contact their clinic to get the crt-d interrogated to discover the cause of the tones. The crt-d remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.